Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, accuracy testing, a search for similar complaints, and a review of labeling. Accuracy testing was completed using retained kits of reagent lots 29131m500 and 29257m500 and acceptance criteria was met. Tracking and trending did not identify an increase in complaint activity related to the complaint issue. Labeling was reviewed and found to be adequate. No product deficiency and no malfunction was identified.

Manufacturer narrative:
Correction to date received by manufacturer. Date in the previous submission was incorrectly listed as 05/06/2013. The correct date is 05/06/2014.

Event description:
The customer stated an architect i2000sr analyzer generated a falsely elevated ca 125 result for one patient sample. The architect generated a ca 125 result of 146.4 u/ml. The sample generated ca 125 results of 148.4 u/ml with ca 125 reagent lot 29131m500, 77.3 u/ml with ca 125 reagent lot 31182m500, and 80.7 u/ml with ca 125 reagent lot 27040m500. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted when the evaluation is complete.